Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to multiple flipped bits. The device was at end-of-life (eol). After replacing the battery and downloading the product code, normal function ensued.

Event description:
It was reported that the pulse generator exhibited back-up vvi. The patient was pacemaker dependent and during attempted download pacing support was lost. This was due to low battery status, so further troubleshooting could not be performed. The device was removed and replaced.